Event description:
The biomedical engineer (bme) reported that the g9 monitor had a bad controller, and the touchscreen was not responding to touch inputs. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the g9 monitor had a bad controller, and the touchscreen was not responding to touch inputs. The customer had already performed some unspecified troubleshooting and could not get the touchscreen to respond. No patient harm was reported. Investigation summary: the g9 monitor was returned to nihon kohden (nk) for evaluation and repair. During the evaluation, the reported issue was duplicated. The root cause was determined to be the circuit board failure of the graphic control board. Nk will continue to monitor and trend. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the g9 monitor: bedside monitor (bsm): model #: bsm -1753a, serial #: (B)(6), device manufacturer data: 07/29/2020, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Central nurse's station (cns): model #: pu-681ra, serial #: (B)(6), device manufacturer data: 07/01/2020, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Additional information: b4. Date of this report, d9. Device available for evaluation? G3. Date received by manufacturer, g6. Type of report, h2. If follow-up, what type? H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes, h11. Additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the g9 monitor had a bad controller, and the touchscreen was not responding to touch inputs. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the g9 monitor had a bad controller, and the touchscreen was not responding to touch inputs. The customer had already performed some unspecified troubleshooting and could not get the touchscreen to respond. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the g9 monitor. Bedside monitor (bsm). Model #: bsm -1753a. Serial #: (B)(6). Device manufacturer data: 07/29/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Central nurse's station (cns): model #: pu-681ra serial #: (B)(4). Device manufacturer data: 07/01/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.